Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2.3 mg/ml of bupivacaine at 0.6130 mg/day and 15 mg/ml of dilaudid at 3.998 mg/day via an implantable pump non-malignant pain. On (B)(6) 2017, it was reported that the patient¿s pump was alarming. The patient did not currently have a doctor to refill the pump and the last fill was done one time at the hospital on (B)(6) 2016. No symptoms were reported. Additional information was received from the consumer on (B)(6) 2017. The patient stated that the options to find another healthcare provider (hcp) were too far away from what the patient was given. The patient was still beeping and was out of medication. The patient wasn¿t going to be able to make the drive to the options as far out as they were. The patient had a follow-up appointment in about 30 days ((B)(6) 2017) with a family physician who was willing to take and convert the patient to oral medications and replace the pain pump medications. The patient had also coordinated a time for the representative to be there and permanently turn off the pump. On (B)(6) 2017, the patient noticed a couple of issues. The patient had pain in the upper spine area that he doesn¿t normally notice and believed it was where the catheter was installed. The patient had headaches, some sort of drip going on and feels odd, and ringing in the ears. Over the last six months the patient had been through withdrawals four times and it didn¿t feel anything like their current symptoms. In (B)(6) 2016, the patient was able to get saline put in the pump to salvage the pump and then was able to find someone to refill the pump five days later with a one-time refill.